Event description:
The customer reported that the system would not rotate orbital and had no motorized movement. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gear box was replaced during the service call. The system was tested and found to be working and put back into service.